Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that blade separation occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified radial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for video-assisted insertion of a venous transposition procedure. During the procedure, the lesion was dilated eight times at 10 atmospheres. Afterwards, the device was removed and found that one blade was separated and attached to the tip of the sheath. No fragments were left inside the patient. The procedure was completed. There were no patient complications noted as a result of this event.

Manufacturer narrative:
E1 initial reporter city:(B)(6). Device evaluation by manufacturer: the pcb device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. A visual examination of the returned device identified that 1 of the blades and pad was noted to have detached from the balloon material. All other blades were present and fully bonded to the balloon surface. The customers introducer sheath was returned with the device and a blade was noted to be attached to the introducer sheath. The introducer sheath was noted to be damaged. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
It was reported that blade separation occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified radial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for video-assisted insertion of a venous transposition procedure. During the procedure, the lesion was dilated eight times at 10 atmospheres. Afterwards, the device was removed and found that one blade was separated and attached to the tip of the sheath. No fragments were left inside the patient. The procedure was completed. There were no patient complications noted as a result of this event.